Event description:
On (B)(6) 2009, during device evaluation by baxter, the channel a select key on a colleague cx triple channel volumetric infusion pump, was found to be not working. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.

Manufacturer narrative:
Evaluation summary: the reported condition of the channel a select key not working was confirmed. The channel a keypad was replaced to correct the reported condition. There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).